Event description:
The patient was revised on (B)(6) 2022 for infection. Approximatly 21 days after the first surgery. The suregon explanted 1 humeral cup ø36+9. The suregon implanted 1 stabilty humeral cup ø36+9.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.